Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported cardiac tamponade may have been procedure released. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction ablation procedure a cardiac tamponade occurred. A retrograde approach was being used to access the left ventricle and during ablation at several sites the patient became hypotensive. A trans-thoracic ultrasound revealed the cardiac tamponade and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.